Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing continuous low blood glucose (bg 30s mg/dl). Food/juice were consumed to address bg and school staff to monitored bg. Customer reverted to manual injections for insulin therapy at the beginning of (B)(6) 2018. Contact's healthcare provider (hcp) confirmed pump settings were correct and alleged the pump was the cause of the low bg. Tandem technical support reviewed pump data and found that the customer was entering the bg/grams incorrectly when requesting a bolus. Also, the carbohydrate ratio settings were changed throughout the month. Contact acknowledged the information and reportedly discussed pump data with the hcp.